Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the fiberscope exhibited smudges on the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was, due to the leakage from the distal end identified, during evaluation. Proper reprocessing may not have been possible and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The suggested event is detectable/preventable, by handling the device in accordance with the following IFU: IFU states, the detection method in uretero-reno fiberscope, urf-p7,urf-p7r, operation manual, chapter 3: preparation and inspection. IFU states, the preventative measures in uretero-reno fiberscope, urf-p7, urf-p7r, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.